Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal (gi) bleed requiring 4 units of packed red blood cells. The patient underwent an upper endoscopy. Aggrenox was discontinued, but the patient was continued on coumadin. The patient's prescription for protonix was increased. The patient returned home and is reportedly doing well. The patient's inr is therapeutic between 2-5-3.0 and the patient's gi bleeding has resolved. It was reported that the device was operating as expected.